Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an unrelated hospitalization, incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device resulting in the patient experiencing discomfort. Abbott technical support was contacted, the session records were reviewed, and incorrect interpretation of signal was suspected to be due to programming. The device was reprogrammed to disable therapy as part of unrelated palliative care. Later, the patient passed away. The physician considers the death to be unrelated to the device and the inappropriate therapy.